Event description:
Consumer complaint meter giving results 20-30 points lower than actual blood sugar value. No other information available. No adverse event reported.

Manufacturer narrative:
Unable to contact customer to obtain product for evaluation. Medwatch report - (B)(4).